Event description:
Reportedly, the tubing on one cryocyte freezing container broke from the bushing during transport from storage tank to transport tank. Cells were discarded at the time of the event. Sufficient back up cells were on hand for transplantation. No adverse pt event reported in association with the breakage. The containers are fragile when frozen and great care must be taken not to mechanically damage the containers when transporting from one area to another. Any contact may have caused the tubing to break while frozen. Containers were disposed of at time of event.